Event description:
Customer complaint stating collapsed on customer while using. They contacted company (the home depot) and were told to come in and file general liability claim. 1006409907 gb shower seat. There is no information on whether an alleged injury had happened. This defect was reported though the home depot complaint file. The date of incident is unclear as that is not included in the report.